Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the physician followed the proglide deployment steps correctly; however, after the lever was returned to it start position which would indicate the foot was parked (closed) and upon device removal, resistance was met and the device was not able to be removed from the anatomy. The patient felt pain. The physician pushed and pulled the lever repeatedly and the device was removed without any further resistance. Once the device was removed from the anatomy, the foot was noted to be parked. The proglide sutures achieved hemostasis and there was no treatment provided for the pain. The physician states that the resistance met during the initial attempt to remove the device was like removing it with the foot open. He thinks that there is a possibility that he did not put the lever down completely and has not experienced this type of event before. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received fully deployed with the plunger. The suture, posterior needle tip, anterior and posterior cuff and link were not returned for analysis. The foot assembly was in the fully parked position. The foot deployment lever was pulled up to deploy the foot for inspection and the foot fully deployed. There was no detected damage to the foot. Testing of the device was performed to check for the deployment capability of the lever and foot and all attempts were successful with complete foot deployment and parking occurring. There was no detected anomaly that may have influenced the performance of the device as was reported. Possible causes for the reported event may be related to manufacturing, anatomical conditions and/or user technique. During manufacturing, to assure proper device operation, each lot is inspected for proper lever and foot function and samples from the lot are functionally and destructively tested. Anatomically, any feature that may be captured between the foot and device may prevent full foot parking. Reportedly, the physician may not have fully pushed the deployment lever down completely to fully park the foot and after repeated lever manipulation, the device was removed from the anatomy and hemostasis was achieved with the device. This indicated that tissue may have been lodged between the deployed foot and device preventing full parking of the foot until the manipulation of the device freed it from the anatomy; however, this cannot be confirmed. Review of the device history record for this lot did not produce any non-conforming materials records associated with this lot, indicating all lot release testing met specification. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency. Based on the investigation, the cause for this reported incident is related to operational context.